Manufacturer narrative:
D9: product received date 7/16/2024. H3: one device was returned for repair in used condition. The downstream occlusion (dso) seal was damaged. This device has not been service in the past 12 months. Error log review showed cassette locked but not latched alarm. Functional testing confirmed the primary complaint. The cause of the primary problem is latch/lock sensor. Replaced the latch/lock sensor. To correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the adult drug library was not detecting that the cassette was attached with the screen message, "cassette locked, but not attached. Unlock and reattach cassette." Per reporter, the issue occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.